Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found software issues with system. To resolve the issue, the fse reloaded software to the system. After repair the device returned to good working order. The codes were updated based on the investigation outcome.